Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving baclofen via intrathecal drug delivery pump. It was reported that the patient had tissue erosion and redness at the pump pocket site. The entire catheter and pump were explanted, and the patient was to receive a replacement in the future. At the time of report, the issue had resolved and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.